Event description:
It was reported that during an unk procedure, the clips jammed in the device and would not release the clips. They used a second device to complete the case with no consequence to the pt.

Manufacturer narrative:
The analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled fed and formed 9 short fed clips due to the advancer condition. After the device was disassembled, the tip of the advancer was noted to be broken. As per the instructions for use: "prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula." Further in the warning section, the IFU contains the following warning, "do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the instrument." We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.